Event description:
It was reported that pump issued cartridge alarm during insulin delivery and alarm occurred again even after cartridge was reloaded using proper technique. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was instructed to replace pump, received replacement pump within warranty.